Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On the day of onset, the patient began treatment with exmer injection 500 milligrams twice daily intravenously (duration not reported) and vancomycin injection 1 gram intraperitoneally (frequency and duration not reported) for the peritonitis event. It was not reported if dianeal and extraneal therapies were ongoing. It was unknown if the patient was recovering or was recovered from the peritonitis. No additional information is available.